Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The moisture was seen behind the display. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device was returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the pump would not power on; it was totally unresponsive. Moisture was observed under the display lens. Cracks were observed in the battery compartment from the threads to the left of grip pad, and below the grip pad to the case seal. A leak test failed due to the battery compartment leak. The pump was opened and moisture was observed on all internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.